Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -14.0/+1.5/079 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not indicate the cause of this event.

Manufacturer narrative:
(B)(4).